Event description:
It was reported that the anesthesiologist wanted to test how difficult it would be to stretch out the guide wire. He opened the kit and manipulated the guide wire by pulling with his hands, and it "easily" unraveled. Not returning device, disposed at hosp. Another kit was opened and dr could not manipulate the guide wire. The guide wire stayed intact.

Manufacturer narrative:
The device will not be returned for eval, device disposed at hosp.